Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer changed supplies and delivered a bolus to address the occlusion alarm. Customer declined continuing system check with tandem technical support, as issue was resolved. Customer¿s blood glucose level was 300 mg/dl.